Event description:
Customer reported that the paramedics where called three times due to low blood glucose. The blood glucose reading at the time when paramedics arrived the first time on (B)(6) 2012 was 34 mg/dl. The second time on (B)(6) 2012 was 34 mg/dl as well. The third time on (B)(6) 2012 was 52 mg/dl and customer was hospitalized due to he was found unconscious. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms noted. The test minilink transmitter and blood glucose communicates properly to the insulin pump. The insulin pump was programmed with multiple values and all registered properly in the sensor history file.